Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that although sensing, capture, and impedance measurements were okay, inadequate therapy was noted. A sense/pace lead was added.